Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that the customer was hospitalized due to low blood glucose level and diabetic ketoacidosis. Customer had blood glucose level of 30 mg/dl. Customer stated they went into diabetic ketoacidosis without warning from the insulin pump and continuous glucose monitoring and hospitalized for 2 weeks and put into intensive care unit. The insulin pump will not be returned for analysis.